Event description:
The micro sagittal saw was sent in for service and it overheated and ran on its own without activation when the cable was flexed during performance testing. No adverse event was associated with the device.